Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 480 mg/dl. Customer was treated with manual injection and insulin pump. Customer also had blood glucose of 112 mg/dl, 322 mg/dl, 387 mg/dl, 424 mg/dl, 419 mg/dl, 443 mg/dl and 418 mg/dl. Customer also had low blood glucose of 58 mg/dl and treated with couple pieces of candy corn. Customer performed high pressure test and got no delivery alerts of 3 units as well as passed displacement test. Insulin pump will not be returned for analysis.